Manufacturer narrative:
The actual device has been returned and evaluated. (B)(4) evaluated the device and the customer's complaint that this device was smoking and is loud was confirmed. A functional assessment was performed which confirmed that the motor is damaged. This is due to immersion during cleaning. Should additional information become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that a motor device was "smoky and loud". It was unknown to the reporter if the device was used in surgery.  It was unknown to the reporter if there were any delays in a surgical procedure. A spare identical device was available for use.  It was unknown if injuries or medical intervention were reported. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.